Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had photorefractive keratectomy (prk) surgery on 2006 in both eyes. It was reported that the prk in right eye was outside of the radial keratotomy (rk). Patient presented on (B)(6) 2015 with suspected ectasia in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2015 patient had a "customvue" photorefractive keratectomy over old outside rk in right eye.